Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The customer replaced the architect sample probe which resolved the issue. There were no additional discrepant results reported on the architect i1000sr, serial number (B)(4), after the sample probe was replaced. A review of the architect (B)(4) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the architect probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect i1000sr, serial number (B)(4), or the architect sample probe.

Event description:
The customer observed falsely elevated architect troponin-I result on one patient. The results provided were: on (B)(6) 2020 sid (B)(6) initial troponin result=0.051 ng/ml/repeated=0.024 ng/ml. Reference range =0.001 to 0.049 ng/ml, troponin critical=greater than 0.049 ng/ml. There was no reported impact to patient management.